Manufacturer narrative:
It was initially reported that the patient's foley catheter had "fallen out again." This foley catheter was placed in the emergency department as replacement for a foley catheter that "fell out." The foley catheter's balloon was reportedly leaking. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural details. Due to the reported event and required foley catheter exchange, this medwatch is being filed. The sample is not available to be returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the patient's foley catheter had "fallen out again."